Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. Mushroom head check passed. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a blank screen was blank during power up. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The reported issue(s) is not a result of the supplies. Advised patient to retain iq drive. Advised to contact pdrn to inform of replacement. Advised cycler will arrive with default settings, time, and date. Advised to return power cord with cycler. At least one full treatment has been completed with this cycler. Issue did not occur prior to completing the first treatment. There was no patient involvement, no harm or adverse event reported. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.